Event description:
It was reported that this valve was explanted at implant due to suture looping and moderate mitral regurgitation. Suture looping is a user technique related issue. No further information was provided.